Manufacturer narrative:
Other device associated with this event: heartware ventricular assist system ¿ battery model 1650de / expiration date: "31jun" 2017 / (B)(4), mfg date 30jun2016, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient noted power switching involving two of his/her batteries. The patient was reported to have been asymptomatic during the event. The batteries were removed from service.

Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis was not conducted since log files covering the event date were not available; therefore, the reported power switching event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Additional products: battery - bat219380 UDI#: (B)(4). Concomitant medical products: yes, return date: 2018-04-23, device evaluated by mf: yes. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.